Event description:
Anaphylaxis [anaphylactic reaction], hypotension [hypotension], hypoxia [hypoxia], facial edema [face oedema], urticarial [urticaria], edema of epiglottis and pharynx [pharyngeal oedema], edema of epiglottis [epiglottic oedema], sensitivity of porcine gelatin [hypersensitivity], injection of gelfoam at the biopsy site for hemostasis [off label use of device]. Case description: this is a literature spontaneous report from annals of allergy, asthma, & immunology, 2015, volume 114 (6), pages 531-533, entitled "intraoperative anaphylaxis likely due to gelfoam in a pediatric patient undergoing liver biopsy". A case of intraoperative anaphylaxis to gelfoam in a pediatric patient undergoing a liver biopsy procedure. A (B)(6) girl with a history of orthotropic cardiac transplantation on chronic immunosuppression (tacrolimus and prednisone) complicated by post-transplantation lymphoproliferative disease presented for liver biopsy examination to evaluate hepatic dysfunction. She underwent induction of general anesthesia (propofol, lidocaine, and fentanyl), laryngeal mask airway placement, central line placement, and liver biopsy sample collection without event. Immediately after injection of gelfoam at the biopsy site for hemostasis, the patient became hypotensive (to 55/39 mmhg) with hypoxia and development of facial edema and urticaria. She was treated with intravenous phenylephrine, hydrocortisone, and diphenhydramine and intramuscular epinephrine, with resolution of hypotension and urticaria. At intubation of the trachea for airway protection, significant edema was noted. Serum total tryptase was elevated at 16 ng/ml 1 hour 45 minutes after the onset of symptoms. The patient self extubated later in the day and was urgently reintubated in the operating room, at which time ongoing edema of the epiglottis and pharynx was noted, in addition to edema of the face. The patient remained intubated for 2 days, and repeat serum tryptase was noted to be normal (<1 ng/ml) 6 days after the event. Complement levels and activity were normal (c3 111 mg/dl, c4 29 mg/ dl, c1 esterase inhibitor function >100%, c1 esterase inhibitor level 41 mg/dl). Specific ige ((B)(6)) testing demonstrated sensitivity to porcine gelatin (10.60 kua/l), and ige to bovine gelatin was 0.72 kua/l and to pork meat was 0.11 kua/l. The patient had 2 subsequent procedures involving sedation with fentanyl, propofol, and lidocaine that were entirely uneventful, with no symptoms suggestive of hypersensitivity noted. Given the lack of supportive evidence for mast cell activation disorder or mastocytosis, the patient's history, complement levels inconsistent with isolated angioedema, the clear temporal relation with gelfoam administration, and subsequent tolerance of propofol, fentanyl, and lidocaine, anaphylaxis in this case was most likely explained by the patient's sensitivity to porcine gelatin and administration of the gelatin-containing hemostatic product the present patient had been consuming (B)(6) and gelatin-containing yogurt on an almost-daily basis in the hospital immediately before the incident. She had no history of adverse reaction to gelatin containing vaccines or foods, tolerated pork, and denied immediate or delayed hypersensitivity to any meats. Although she continued to consume gelatin after anaphylaxis to gelfoam without incident, she should be considered at risk for future reactions at exposure to higher allergen loads, and avoidance of gelatin-containing vaccines, hemostatic agents, or intravenous products is warranted. The action taken with gelfoam in response to the events was unknown and the outcome of the events was resolved on an unspecified date. Case comment: based on the information provided, this is a case of intraoperative anaphylaxis which occurred after instillation of gelfoam in a pediatric patient undergoing a liver biopsy procedure. A (B)(6) girl with a history of orthotropic cardiac transplantation on chronic immunosuppression (tacrolimus and prednisone) complicated by post-transplantation lymphoproliferative disease presented for liver biopsy examination to evaluate hepatic dysfunction. She underwent induction of general anesthesia (propofol, lidocaine, and fentanyl), laryngeal mask airway placement, central line placement, and liver biopsy sample collection without event. Immediately after injection of gelfoam at the biopsy site for hemostasis, the patient became hypotensive (to 55/39 mmhg) with hypoxia and development of facial edema and urticarial, and edema of the epiglottis and pharynx were noted subsequently. The anaphylaxis in this case most likely represented the patient's sensitivity to the porcine gelatin-containing product administered as a hemostatic agent intraoperatively. Testing demonstrated sensitivity to porcine gelatin, with much lesser values associated with bovine gelatin and pork meat. She had no history of adverse reaction to gelatin-containing vaccines or foods, and tolerated pork and she consumed (B)(6) and gelatin-containing yogurt on an almost-daily basis in the hospital immediately before the incident and continued to consume gelatin after anaphylaxis to gelfoam without incident. As mentioned by the author, gelatin hypersensitivity could represent an under-recognized allergy, and cases such as this demonstrate that oral tolerance does not preclude severe reactions when higher allergen loads or different routes of administration are encountered. Gelatin containing products are of biologic origin with the potential to induce ige-mediated hypersensitivity reactions, as described in the present case. This case will be reassessed when additional information becomes available. Report source literature description journal: annals of allergy, asthma, & immunology; author: robbins, k. Title: intraoperative anaphylaxis likely due to gelfoam in a pediatric patient undergoing liver biopsy; volume: 114 (6) year: 2015 pages: 531-533.